Event description:
The customer stated that her blood glucose results had been higher than usual. While troubleshooting, she performed control tests and received 2 results of "hi." The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.